Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited over- sensing. The patient had third degree atrioventricular (av) block. The device was explanted and replaced.